Event description:
It was observed that during set up / inspection for use (during set up in room / before patient in room), the high frequency (hf) unit "esg-400, does not work, had constant restarting error e433. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.